Event description:
Procedure: lap colon. Patient sex: unk. Reportedly, the surgeon could not remove the surgical instrument through the cannula. The surgeon had to remove the device together with the cannula. There was no injury to the patient reported.